Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that dried contrast observed along the lead body on the conductor, but no insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, the blood vessels of the patient ruptured and the patient experienced pericardial tamponade. The surgeon urgently punctured the drainage tube and following the procedure, the patient was turned to the intensive care unit (ICU). The lv lead was not implanted. No further patient complications have been reported as a result of this event.